Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Due to contamination precautions the device was evaluated visually. Based on the image provided from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the insertion process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy the suture got caught in the wheel and wrapped completely around it. A new suture was used, but the same situation occurred: the suture was blocked. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.